Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that an over current detection (ocd) alert was noted on the right ventricular (rv) lead. A rv lead short due to low defibrillation impedance was noted. On (B)(6) 2026, the physician capped and replaced the rv lead. The patient condition was stable.